Event description:
It was reported that during the implant procedure of the cardiac resynchronization therapy defibrillator (crt-d), the chronic pace/sense right ventricular (rv) lead was inserted into the connector block and the wrench was turned, which made just one "click" and further rotation of the setscew did not make any noise. Another wrench was attempted to turn the setscrew, which also exhibited the same behavior. It was noted after inspection of the setscrew, the screw head was likely damaged by rotating the wrench while not fully inserted into the setscrew. It was decided to implant the device, as the lead was firmly in place. The crt-d remains in use. No patient complications have been reported as a result of this event.